Manufacturer narrative:
The customer reported complaint was not confirmed during archive review and initial functional testing. The battery is working as intended for use. The archive data review indicated that the battery was last charged successfully and inserted into the autopulse platform on (B)(6) 2017 without any errors. There were no errors recorded around the reported event date from (B)(6) 2017 to the end of the archive on (B)(6) 2017. During functional testing the battery was inserted into the customer returned multi-chemistry charger (mcc) (sn: (B)(4)) and the battery was charged successfully. The battery was also tested with the customer returned platform (sn: (B)(4)) using large resuscitation test fixture (lrtf) and the platform performed compression for approximately 28 to 38 minutes and passed the test without any errors. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for li-ion battery sn (B)(4).

Event description:
It was reported that the li-ion battery (sn: (B)(4)) was indicating all green leds when installed into the multi-chemistry charger (mcc); however, when this battery was inserted into the platform, the platform powers off after 10 minutes of performing compression on a patient while in route to the hospital. No known patient consequences were reported. The customer reported a low run time was experienced with multiple autopulse lithium ion batteries; however, it is not known which of the eight (8) batteries was used at the time of the event. This is 4 of 8 batteries. MFR 3010617000-2017-00636 = (B)(4). MFR 3010617000-2017-00620 = (B)(4). MFR 3010617000-2017-00638 = (B)(4). MFR 3010617000-2017-00621 = (B)(4). MFR 3010617000-2017-00639 = (B)(4). MFR 3010617000-2017-00633 = (B)(4). MFR 3010617000-2017-00622 = (B)(4).